Manufacturer narrative:
(B)(4). Investigation results a visual evaluation of the returned guidewire revealed that the tip of the guidewire was detached, exposing the tip of the metal corewire by approximately 1.1cm. Sanding marks were found on the corewire. Evidence of adhesive remnants were found which indicate that the pebax tip was correctly adhered during the manufacturing process. There was no evidence of corewire fracture. The complaint is not consistent with the returned guidewire since the tip was detached and the tip of the metal corewire was exposed. Based on all gathered information, the investigation fails to determine a definite root cause. There is an investigation in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report# 3005099803-2016-00833, 3005099803-2016-00834 and 3005099803-2016-00835 for the other associated device information. It was reported to boston scientific corporation that four jagwire guidewires were used in the bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during introduction, the hydrophilic tip of the device peeled. Three more jagwire guidewires were used; however, during the procedure, the hydrophilic tips of the devices peeled. The procedure was completed with a fifth jagwire guidewire. There were no patient complications reported as a result of these events. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed on (B)(4) 2016 that the distal tip was detached, exposing the tip of the metal corewire.